Event description:
It was reported that when using the bd pyxis¿ es server patient was registered as preadmit, and once there, the account could not be corrected to inpatient to allow access to the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient had been registered as a pre-admit, and the status could not be corrected to inpatient, which prevented access to pyxis. A technical support specialist (tss) explained the admit, discharge, and transfer (adt) information to the user. The tss contacted the customer and spoke with them, and the customer confirmed that the issue had been resolved from their end and that no further assistance was required. The case was proceeded to closure. The system functioned as intended after technical support specialist investigated the issue.